Event description:
It was reported that a cartridge alarm occurred during basal delivery. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.